Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A patient sensor test was performed and passed. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is not confirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and no problem was detected.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during and unknown phase/cycle of dialysis. The patient was connected during the incident. A fluid leak was subsequently discovered; fluid was seen on the floor. The patient cancelled the treatment. Fluid was discovered in the cassette door of the cycler when removing the cassette. A replacement cycler was issued due to fluid discovered in the cassette door. Upon followup the patient confirmed the fluid was discovered during treatment complete ¿ step 9 of their peritoneal dialysis (pd) treatment in the pump module area of the cycler. Fluid was not discovered on the external portion of the cassette. The patient confirmed they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The cycler is scheduled to be returned for investigation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during and unknown phase/cycle of dialysis. The patient was connected during the incident. A fluid leak was subsequently discovered; fluid was seen on the floor. The patient cancelled the treatment. Fluid was discovered in the cassette door of the cycler when removing the cassette. A replacement cycler was issued due to fluid discovered in the cassette door. Upon followup the patient confirmed the fluid was discovered during treatment complete ¿ step 9 of their peritoneal dialysis (pd) treatment in the pump module area of the cycler. Fluid was not discovered on the external portion of the cassette. The patient confirmed they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The cycler is scheduled to be returned for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.